Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the grey slider 1/8" above the most proximal position. The three suture strings were returned off the devices. One was returned with a frayed end and no implants, two were returned with the suture and both implants, one with knot fully open and one with the knot fully tightened. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found the actuation bar was initially stalled but it actuates after manually recycling the device. However, manual recycling is required for continued operation. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review for physical resistance/sticking found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A risk management review for failure to fire found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during use, after t1 of the fast-fix 360 was deployed, the grey slider rebound stuck, affecting the accuracy of t2 deployment. T1 implant was removed from the patient using tweezers. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.